Event description:
The customer reported that the pump screen was dim and the wake button was unresponsive, making it difficult to read values. There was no reported impact to the customer's blood glucose level. The customer declined troubleshooting assistance, and no further actions were taken or additional information was provided.